Event description:
It was reported that during the first deployment attempt of a transcatheter valve, the implant depth on the left coronary cusp (lcc) of the valve was too deep, and the valve was subsequently recaptured. Following the second deployment attempt, the implant depth on the lcc and non-coronary cusp (ncc) was shallow; however, the calcification on the ncc "collapsed" and a complete heart block (chb) was observed. Following the implant procedure, the patient remained in chb and left the operating room with all-pacing rhythm. Additional information was received indicating that valve leaflet, which became hardened due to calcification, was extended by the placed valve. This extension was associated with the "ncc collapse".

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012648577); product type: 0195-heart valves; the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment attempt of a transcatheter valve, the implant depth on the left coronary cusp (lcc) of the valve was too deep, and the valve was subsequently recaptured. Following the second deployment attempt, the implant depth on the lcc and non-coronary cusp (ncc) was shallow; however, the calcification on the ncc "collapsed" and a complete heart block (chb) was observed. Following the implant procedure, the patient remained in chb and left the operating room with all-pacing rhythm.